Manufacturer narrative:
The user facility reported that the device was isolated after the event, however it was not returned to olympus for evaluation. The fs-sll instruction manual intended use statement specifies: "this instrument has been designed to be used with an olympus endoscope. It is used to cut the residual end of the olympus loop used for ligating tissue within the digestive tract. Do not use this instrument for any other purpose." The fs-511 instruction manual also states: "warning: do not use the instrument to cut any objects other than the surplus of olympus loop (e.g., maj-254, maj-340). If anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instrument, and it may become difficult to safety remove the instrument from the body. Such objects other than the surplus of loop may include, stent wire, sewing threads, and loop stoppers." The cause of the user's experience appears to be due to a user error. If the device is returned for evaluation, or if additional significant information becomes available, this report will be supplemented. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus received a medwatch report that stated, "gastro done-physician attempted to use loop cutter to cut a suture. Cutter became jammed and would not release. Second scope inserted, second loop cutter used and it also jammed. Second scope used and cautery used to release loop cutter from suture."